Event description:
It was reported that the device was missing some knobs and not working. Stuck at fifty on the gauge on the front. No additional information.

Event description:
It was reported that the device was missing some knobs and not working. Stuck at fifty on the gauge on the front. Discovered prior to use. Updated event date.

Manufacturer narrative:
Updated event date. Found prior to use with patient.

Manufacturer narrative:
Other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. D5 and e4 are unknown.